Event description:
It was reported that the xia screw tulip pulled off screw shaft during reduction.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the rod may have not been fully seated when inserted into the bone screw causing enough localized force to ultimately dislodge the tulip. In addition, the indication of high angulation of the tulip head may have also been a contributing factor. Attempting to insert a blocker beyond the angle of rotation the tulip was designed for may result in additional forces acting on the tulip/screw interface. Conclusion: a plausible root cause may be excessive force applied during reduction. As a result, additional forces and possible excessive angulation may have rotated the tulip relative to the bone screw and caused the separation of the tulip from the bone screw.

Event description:
It was reported that the xia screw tulip pulled off screw shaft during reduction.